Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve implanted in the aortic position underwent post-dilation after an implant duration of 4 years and 11 months. The valve had moderate-to-severe paravalvular leak (pvl). Prior to the post-dilation, the patient was experiencing shortness of breath. The valve had normal functioning leaflets and a gradient by tee of 7mmhg at the start of the case. A 29mm commander delivery system was deployed with an additional 3cc's of contrast, which dilated the 29mm sapien 3 valve markedly. The pvl went to none/trace and the transvalvular gradient went to 4mmhg. The team deemed this result to be acceptable and the patient was recovering. It was thought that the paravalvular leak may have been due to an "underappreciation" of the valve at initial implant.

Manufacturer narrative:
A supplemental MDR is being submitted for correction per administrative review and additional information received. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors ("underappreciation" of the valve at initial implant) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Device remains in use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains in use.

Event description:
As reported, with regards to a 29mm sapien 3 ultra valve, the patient was scheduled for revision approximately 4yrs 11m post implant due to moderate-severe paravalvular leak caused by an "underappreciated" at time of implant. Patient experienced shortness of breath and a revision was completed successfully; the patient had normal functioning leaflets and gradient of 7mmhg at the start of the case. They prepared a 29 commander with three extra ccs of contrast and dilated the 29 s3 and it expanded markedly. Post revision, the pvl went to none/trace, the transvalvular gradient went to 4mmhg, the team deemed this result to be acceptable and patient was recovering on the floor